Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced persistent hyperglycemia exceeding 300 mg/dl for several hours following an infusion set change, with fingerstick values reading 600 mg/dl and cgm indicating ¿high,¿ and troubleshooting suggested an infusion site issue that was addressed by replacing the site and confirming flow through the tubing. Symptoms included thirst. Outcomes included no hospitalization, no professional medical intervention, no assistance required, and no use of backup therapy. Investigation included review of device data and guided troubleshooting with line priming and infusion site replacement. Investigation of this case revealed a likely infusion site failure with insulin not adequately delivered at the initial post¿site-change location, as flow was confirmed through the tubing but glycemia improved only after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.